Manufacturer narrative:
(B)(4). An endotracheal tube was received for evaluation. A visual inspection was performed, and it was observed that all the components were assembled properly in the tube, according to drawings. Performance tests of inflation/deflation were conducted by using a 25cc syringe of air applied to the cuff, and it was observed that the pvt inflation/deflation system worked properly. The syringe engaged into the pvt valve, and remained attached. Additionally, the cuff was left inflated for about two hours, according to process instructions, and no leaks or deflation were observed. The customer reported failure mode was not verified.

Manufacturer narrative:
The devices from a box of 10 are being returned for investigation. (B)(4).

Event description:
A customer in canada reported that during pre-testing, the pilot valve will not engage the syringe and stay put. No pt involvement reported.